Event description:
Information received from the field notes that during the implant procedure, the lead perforated the heart. The physician suspected that the lead was torqued too rigidly towards the distal end and when connection to the pulse generator was attempted, the lead was tugged and pushed enough to break through the atrial myocardium. A new lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received